Event description:
Clinical study. It was reported that 312 days following a coronary artery stenting procedure, the patient returned with in-stent restenosis requiring reintervention in a non study lesion. The index procedure treated two lesions, a 90% stenosed 2.25x8mm target lesion located in the 2nd obtuse marginal branch and a 90% stenosed non target lesion located in the 1st diagonal branch. Treatment for the target lesion used pre-dilation with an unspecified balloon and placed a 2.25x12mm taxus element drug eluting study stent in the 2nd obtuse marginal branch resulting in 0% residual stenosis. Treatment for the non target lesion placed a 2.5x12mm taxus express2 drug eluting stent in the 1st diagonal branch. The patient was discharged the next day on aspirin and clopidogrel. The patient presented 312 days following the index procedure with chest pain. Angiography the same day confirmed a 90% restenosis to the 1st diagonal branch (non study lesion) and an 80% stenosis in the mid right coronary artery (rca). Reintervention utilized angioplasty and the placement of a 2.5x15mm non bsc stent to cover two lesions in the 1st diagonal branch and angioplasty and the placement of a 2.5x12mm taxus liberte and an unspecified promus stent in the rca each resulting in 0% residual stenosis. The patient was discharged the next day without residual effects.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.